Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that, "during insertion of the iab we noticed that the balloon was defective. It doesn't facilitate the contraction of the ventricle." No clinical consequences for the patient. Additional information received from the customer stated that the iab was inserted without issues and then blood was noticed in the balloon.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that, "during insertion of the iab we noticed that the balloon was defective. It doesn't facilitate the contraction of the ventricle." No clinical consequences for the patient. Additional information received from the customer stated that the iab was inserted without issues and then blood was noticed in the balloon.